Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the lesion, located in the right coronary artery (rca) had moderate to heavy calcium. The lesion was predilated two or three times, but were unable to deploy the 2.5 x 23 mm promus stent. An attempt was made to pull the stent back, but it dislodged at the tip of the guiding catheter into the proximal rca. Then it was decided to balloon the lesion and try to smash the stent into the vessel wall with a 2.5 x 18 mm promus stent; however, the stent became hung up in the first stent. When removing the 2.5 x 18 mm stent, the 2.5 x 23 mm promus stent came out as well. Another promus stent was implanted successfully and the patient is doing well. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.